Event description:
It was reported that the catheter was "defective". Several attempts were made to obtain additional information. After speaking with the hosptial, MFR is unable to determine the nature of the complaint for this product.